Event description:
It was reported to philips that there was an image disk error which made cine unavailable on the allura device. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and procedure was aborted. The philips field service engineer (fse) inspected the system onsite and confirmed that ippc failed to boot up-frontal. Review of the system log file shows that malfunctioning frontal ip-pc. The fse reseating and formatting (recreating) the image disk. After reseating and formatting (recreating) the image disk the problem reported was resolved. The codes were updated based on the investigation outcome.